Manufacturer narrative:
Correction: as per the customer the device was not discarded. However, the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that a sensation pus 50 cc intra-aortic balloon (iab) catheter was unable to be inserted through a terumo 8fr competitor sheath. There was no injury or harm to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a sensation pus 50cc intra-aortic balloon (iab) catheter was unable to be inserted through a terumo 8fr competitor sheath. There was no injury or harm to the patient.